Event description:
A report was received that the patient had a non-healing wound at the midline incision site where the leads were placed. The physician did not believe the wound was device related. The patient underwent debridement and closure of the non-healing wound.

Event description:
A report was received that the patient had a non-healing wound at the midline incision site where the leads were placed. The physician did not believe the wound was device related. The patient underwent debridement and closure of the non-healing wound.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient's wound at the midline incision site was healing. Antibiotics and clean dressing were used as treatment.